Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the poppet valve not shifting. Additional malfunctions were leaking at the tywraps on the tubing and leaking at the gear clamp on the tubing.